Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-9125-10, batch 250110901, glenoid guide, was received for evaluation. Visual inspection noted surface wear and scuffs on the device. Functional testing noted that one of the holes would not allow a drill pin to pass due to the damage inside. The ID could not be measured due to the damage. The most likely cause is attributed to wear and tear due to repeated use of the device.

Event description:
It was reported that, during an arthroplasty shoulder surgery, the drill pin has seized in the glenoid plate. According to the surgeon, no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.